Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated h6 - method, result and conclusion codes product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. As received, all leaflets appeared partially closed with a gap between the free margins. All leaflets were stiff with signs of severe creases and frame imprints. Tissue conditions appear to be associated with the valve being crimped inside the delivery system for an extended duration of time. All commissures appeared intact. The frame was received in a severely crimped state. The outflow frame showed an elliptical appearance. The inflow aspect showed a reniform appearance. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, maintained a compressed condition possibly associated with the valve being in the crimped state for an extended period of time. There were no visible signs of damages to the frame after the warm saline submersion. Due to the return condition of the valve, loading and deployment simulations were not performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medical safety reviewed the product event and assessed the reported: infolded valve. Based on the information provided, the infold was likely related to the valve as it was reported the valve was loaded correctly and that the infold occurred upon the first attempt at deployment. It is likely that the bicuspid aortic valve contributed to the infold. The system was removed from the patient. A different valve and system were used with no infolding reported. The reported adverse events and severities are documented in the risk management files and instructions for use. No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause cannot be assigned, however the patient¿s bicuspid anatomy is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:  product ID: d-evolutfx-34 (lot: 0011712682); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid valve, the valve was loaded into the delivery catheter system (dcs) and confirmed via fluoroscopic inspection. A pre-implant balloon aortic valvuloplasty was performed using a 24 mm non-medtronic balloon. Upon the initial deployment, an infold was observed in the valve frame in the area of the potential bicuspid fusion. The valve was recaptured into the dcs and withdrawn from the patient. A new valve was loaded into a new dcs, confirmed via fluoroscopic inspection, and successfully implanted. No adverse patient effects were reported.